Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that, the customer received with partial display on pump. The blood glucose was 267 mg/dl at the time of incident. The customer had high blood glucose and treated with pump and pen. The insulin pump will not be returned for analysis.